Event description:
On 10-sep-2025, it was reported that the powerport m.r.I. Isp was received without the manual attached to the primary packaging. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure by using powerport. It was reported that the product does not have the manual attached to the primary packaging. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned, two electronic photos were provided for review. The photo shows two product trays in which one product tray was noted without manual and another one contains manual in which the product details mentioned and verified with tw details. The manufacturing site review states, visual inspection of the images showed the comparison of two sealed powerport clearvue isp implantable port kits, it was observed that the tray in red did not have the patient's documentation compared to a tray not belonging to the complaint that, if it presented the documentation attached to the transparent part of the tray, no other abnormalities were observed. Testing video shows that an attempt was made to reproduce the failure mode to demonstrate that the adhesive does not remain adhered to the tray by placing the literature and then removing it, showing that no residue is observed at the moment it is removed. The investigation is inconclusive for the reported missing information and component missing issues as originality of the issue cannot be verified with provided photo. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.